Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection of the device reveals the cord has been nicked in a couple of place but the internal wiring is not exposed, the connector is loose, and the reset button is broken. It was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for 1 minute each, the electrode worked as intended under coag mode and did not function under ablation. This procedure was repeated several times to ensure continuity of the issue. This complaint can be confirmed. The connector was disassembled and it was found that all the wires inside the connector are twisted and one of the wires, a red wire, was disconnected from its corresponding pin. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed similar and dissimilar other complaints reported for this lot released for distribution. This reusable device is over 8 years old and from the visual observations, it probably has seen heavy use that would have contributed to the connector¿s damage. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that at pre-surgery, it was observed that the vapr iii foot switch device was intermittently recognizing being pressed. The surgeon used a like device to complete the procedure with no delay and no patient consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.